Manufacturer narrative:
The device will not be returned for analysis as it is still implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Photos and dislocation report were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient is had a closed reduction approximately three months post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Corrected and additional information is filled in the follwing fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it is reported that a patient was impanted with a biolox head on (B)(6)2017 and received a closed reduction procedure three months post-implantation after experiencing a dislocation caused by squatting the wrong way. Review of received data: primary op notes from (B)(6) 2006 were received. They sate that the patient underwent a left total hip arthroplasty due to degenerative joint disease. As the biolox head has only been implanted in the revision surgery, this report is not considered in this event. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: product compatibility: the head and liner were combined in a non-compatible way. A zimmer biolox head and a depuy liner were combined in an off-label way. The compatibility check for the head and stem was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination for the biolox head using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head/adapter design leads to impingement; limited range of motion not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head,dislocation,dissociation,implant breakage due to insufficient connection strength between head/adapter construct and stem due to insufficient material properties and/or design not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head,dislocation,dissociation, implant breakage due to insufficient connection strength between head and adapter due to insufficient material properties and/or design not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head/adapter construct not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head/adapter construct and stem) connection due to wear possible, as an offlabel use has been performed (liner from competitor), this cannot be excluded. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset and/or wrong head/adapter taper) => possible, as no x-rays have been available, it remains unknown whether the correct head size for the patient has been chosen. Additionally, the head and liner were found to be not compatible. Failure of connection between stem and ball head/adapter, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head/adapter taper (particles between stem taper and ball head/adapter taper) possible, as it cannot be excluded based on the available information. Failure of connection between stem and ball head/adapter, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head/adapter construct with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) possible, as it cannot be excluded based on the available information. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, as it has been reported that the patient has missing soft tissue due to a perviously suffered metallosis. Moreover, no x-rays have been received, therefore this cannot be exlcuded. Conclusion: it is reported that a patient was impanted with a biolox head on nov 14, 2017 and received a closed reduction procedure three months postimplantation after experiencing a dislocation caused by squatting the wrong way. The manufacturing documents confirm that the products met all specifications to perform as intended. Due to the previously experienced metallosis, the patient suffered a muscle and tissue loss, which could have contributed to the dislocation. Moreover, it might be that the patient disregarded the limitations of the implants by performing a motion in a too large range of motion. As no x-rays have been received, it remains unknown, whether the inclination angle of the acebular cup is in the range of angle as suggested in the surgical technique. Moreover, a zimmer biolox head and a depuy acetabular liner have been combined in an off-label way. In conclusion, the patient's condition in combination with the performed off-label use have been identified as the most possibel root causes for the dislocation. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).